Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes and induction testing were recommended. Device remains implanted.

Event description:
New information states that programming changes recommended were made. Patient was asymptomatic before, during, and after changes made.